Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and "folds". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and "folds"

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: observed creases on the device. Additional observations: observed wear abrasion on the device. Observed deformation on the device.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and "folds". The device has been explanted and replaced.